Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device

Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient¿s blood glucose that day was 49 mg/dl with difficulty speaking, unsteadiness while standing and walking, severe dizziness, and cognitive impairment. The reporter noted the patient received phone advice from a healthcare professional to treat with food and drink, they remained on pump therapy after replacement, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the ok keypad button was under-responsive. This complaint is being reported as the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2017 with the following findings: a review of the black box showed a replace cartridge alarm with the deliveries resumed. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within the required range and delivering accurately. The keypad was intact and all keypad buttons were responsive to user input. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were found. The pump cover was removed to find no evidence of internal moisture. The keypad latch was fully closed. No damage was found to the keypad flex. The keypad complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.